Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 after experiencing a microperforation due to their right ventricular lead. It was also noted that the lead's capture thresholds had increased. The lead was explanted and replaced. The patient was stable throughout.